Event description:
It was reported that the right ventricular (rv) lead has had diminishing r-waves for the past 6 months. Also, in the ventricular high rate episodes, the markers appear to have oversensing or non-physiologic intervals. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568 implantable pacing lead (B)(6) 2012. (B)(4).